Manufacturer narrative:
H.6 investigation summary: event description: the customer reported problems from time to time with contamination by a filamentous element on our agars. Complaint history review: complaint history was reviewed, and similar complaints were identified for this catalog number. However, no trend was identified. Batch history record (bhr) review: the batch history record could not be reviewed, because there was no specific lot number. Sample analysis: retain samples could not be reviewed, because there was no specific lot number. Neither picture nor return samples were provided. Evaluation results: after investigations, no deviation could be detected in our validated manufacturing process. Since neither a specific lot number, nor pictures or returns were provided, no further investigations could be performed. Investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". (B)(4). Based on the above-mentioned evaluation, the complaint cannot be confirmed.

Event description:
It was reported that several plates bd bbl¿ columbia cna agar w/5% sheep blood // macconkey ii agar have been found with contamination. The following information was provided by the initial reporter: we have problems from time to time with contamination by a filamentous element on your agars (the agars are already contaminated when we take them out of the closed bags and boxes).